Event description:
A distributor contacted zoll to report that a patient had an irritation and bleeding on his back. It was later reported that the patient spoke with his doctor who informed the patient he no longer needed the lifevest due to his improved cardiac function. There were no additional details known about the medical outcome of the irritation.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.